Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed high out-of-range defibrillation impedance on the right ventricular (rv) lead. Programming changes were performed to address the issue. There were no patient consequences.